Event description:
Complainant alleged that after delivering two shocks to a pt (age & gender unk) on the third attempt the device displayed a "bridge test fail" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was an adverse effect to the pt.